Event description:
A customer reported a tandem mobi cartridge alarm, which caused their blood glucose level to rise to a high value, although the specific level was not provided. The customer managed the issue with a correction injection using multiple daily injections (mdi) and did not require help from a third party. Technical support confirmed the alarm and noted that similar alarms had occurred with consecutive cartridges. They arranged to send a replacement pump and instructed the customer on tasks such as returning the faulty pump and programming the new one. The customer was informed about the updated software in the replacement and understood how to proceed with the transition.